Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Clinical study. It was reported that during a coronary artery stenting procedure, a dissection occurred. The lesion being treated was located in the mid left anterior descending (mid lad) artery. During pre-dilatation of the target lesion using a 2.5 x 15 mm maverick balloon, a dissection occurred. Pre-dilatation involved 4 inflations with a maximum inflation of 14 atms. A 2.75 x 32 mm study stent was then placed and post-dilated with the stent delivery balloon. There were no further complications. The patient was discharged on 2 days later on aspirin and clopidogrel. No further information is available.